Event description:
Patient had an allergic reaction to cerasorb m dental bone graft within a couple of days after putting in the bone graft. Patient experienced redness on her cheeks, feeling ill, and her face swelling.